Event description:
A health care provider reported the customer's blood glucose meter did not turn on when a test strip was inserted into the port which caused a delay in their ability to perform a blood glucose test. The health care provider also reported the customer experienced the following symptoms: irritability, dizziness, fatigue and seizure. The paramedics were called and transported them to a hosp. It is unk the customer's medical diagnosis and treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be submitted if the meter is returned.